Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook d.a.s.h. Dometip double lumen sphincterotome was used. The device was advanced through the endoscope. The orientation of the cutting wire was reported to be bad and appeared upside down. A new device was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report of cutting wire does not orient as intended. During the visual analysis it was noted that the catheter tip and cutting wire was intact. The tip of the sphincterotome appeared straightened adn it was also noted that the cutting wire was actually partially twisted around the tip of the sphincterotome. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 10:00 o' clock (appropriate orientation is approximately 11:00 - 1:00 o' clock). Access to the papilla was not achievable. Although not in the papilla the device was bowed and the tip of the sphincterotome twisted to the side and the cutting wire was then facing 9:00 o' clock. (Appropriate orientation is approximately 11:00 - 1:00 o' clock). A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.